Event description:
Healthcare professional reported a right side capsular contracture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Correction to b5, report baker grade IV. Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d6b

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Device has been explanted and replaced.